Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not fire. The surgeon was able to press the green button but unable to squeeze the handle. The was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while doing entero anastomosis, the device did not fire. The surgeon was able to press the green button but unable to squeeze the handle. The was no patient injury.